Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and sensor. The customer states the sensor would not calibration and had bad sensor. The customer's blood glucose level was 486mg/dl. The customer treated with manual injection. Troubleshoot was conducted on sensor. The customer was advised the sensor would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.